Event description:
It was reported that (B)(6) 2026, a 28mm amplatzer amulet was implanted using a 14f amulet delivery system . The transseptal puncture was performed at an inferior mid location, and the patient was reported to be in normal sinus rhythm at the time of the procedure. Heparin was administered during the procedure, with an activated clotting time (act) of 255, and a protamine or reversal agent was administered. The left atrial pressure was reported to be 12, and a versacross wire was placed in the left atrial appendage, with no multiple wire or delivery sheath exchanges reported. The patient was reported to have been taking anticoagulant or antiplatelet therapy prior to the procedure. On (B)(6) 2026, the patient experienced a pulmonary embolism, and an echocardiogram performed the same day showed no evidence of pericardial effusion or pericarditis; as a result, the patient was restarted on anticoagulation therapy. It was later reported that the patient was on oral anticoagulation at the time the pericardial effusion was identified due to the pulmonary embolism. On (B)(6) 2026, the patient presented with chest pain, and a repeat echocardiogram demonstrated the presence of a circumferential pericardial effusion and pericarditis; cardiac tamponade was not concluded to be present by the treating physicians. The pericardial effusion was possibly attributed to stabilizing wires extending into the transverse sinus; however, it was also reported that the effusion may have been related to the pulmonary embolism and subsequent anticoagulation therapy rather than an abbott device. Subsequently, on (B)(6) 2026, a pericardiocentesis was performed with removal of 400 cc of fluid. The patient was reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 28mm amplatzer amulet was implanted using a 14f amulet delivery system . The transseptal puncture was performed at an inferior mid location, and the patient was reported to be in normal sinus rhythm at the time of the procedure. Heparin was administered during the procedure, with an activated clotting time (act) of 255, and a protamine or reversal agent was administered. The left atrial pressure was reported to be 12, and a versacross wire was placed in the left atrial appendage, with no multiple wire or delivery sheath exchanges reported. The patient was reported to have been taking anticoagulant or antiplatelet therapy prior to the procedure.on (B)(6) 2026, the patient experienced a pulmonary embolism, and an echocardiogram performed the same day showed no evidence of pericardial effusion or pericarditis; as a result, the patient was restarted on anticoagulation therapy. It was later reported that the patient was on oral anticoagulation at the time the pericardial effusion was identified due to the pulmonary embolism. On (B)(6) 2026, the patient presented with chest pain, and a repeat echocardiogram demonstrated the presence of a circumferential pericardial effusion and pericarditis; cardiac tamponade was not concluded to be present by the treating physicians. The pericardial effusion was possibly attributed to stabilizing wires extending into the transverse sinus; however, it was also reported that the effusion may have been related to the pulmonary embolism and subsequent anticoagulation therapy rather than an abbott device. Subsequently, on (B)(6) 2026, a pericardiocentesis was performed with removal of 400 cc of fluid. The patient was reported to be stable.

Manufacturer narrative:
An event of patient effects of angina, pulmonary embolism, pericarditis, pericardial effusion and cardiac tamponade approximately two weeks postoperatively was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericarditis could not be conclusively determined. It is possible due to stabilizing wires extending into the transverse sinus; however, this cannot be confirmed. The reported pericardial effusion led to cardiac tamponade was due to pericarditis. The cause of reported angina, and pulmonary embolism could not be determined. The reported unexpected medical interventions were the results of case-specific circumstances as the patient was given medication and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.